Event description:
It was reported that the first several magazines didn't fire, then the handle of the stapler broke. The surgery was a deep anterior rectal resection. The surgeon tried to release the stapler ,which was angled to the end, in a very obese patient. Without doing anything, there was a noise from, inside the stapler (it sounded like a metal spring that had snapped), then the surgeon opened the stapler and pulled it back to inspect it. He was able to see a row of staples then the stapler broke on the second row. The procedure was then completed with a knife and thread. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2023. D4: batch # 811a59. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)procedure finished without stapler , they used a scalpel and threads. What is the most current patient health status? (The patient is currently doing well. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the closure trigger closed and the anvil in opened position. Upon visual inspection, the device was found damaged between the nozzle and shrouds, and with an ecr60d partially fired 1/16 reload loaded on the device. The device was disassembled to verify the condition of internal components and the frame a and b were noted to be broken. No functional test was performed due to the condition of the device. The damage on the frame, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the instrument and breaking the frame and shrouds. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 811a59, and no non-conformances related to the reported complaint condition were identified.